Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device removal on (B)(6) 2020. Upon explantation, the right-sided device was found to be intact and not ruptured. The complaint device was discarded. On (B)(6) 2020, the photo investigation was completed. Photo investigation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture h6 patient code 3191: medical device removal manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 500cc mentor memorygel breast implants and experienced rupture and capsular contracture on the right side postoperatively. The rupture and capsular contracture were confirmed with a mammogram and sonogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.